Event description:
A problem was reported where the pump displayed the reset screen unexpectedly. The caller confirmed that there was no adverse impact on their blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support explained that the reset was a normal safety feature and provided guidance on how to proceed. The customer understood the explanation and successfully resumed insulin therapy.